Manufacturer narrative:
Investigation pending.

Event description:
While performing a correlation study, one pt had results that were considered discrepant compared to the lab. Date: (B)(6) 2014, inratio: 2.3, lab: 1.58. No therapeutic range provided; no pt info available.